Manufacturer narrative:
Concomitant medical device: 5076-58 lead implanted: (B)(6) 2017.

Event description:
It was reported that post-operatively on the day of implant, the atrial lead was noted via x-ray to be dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.